Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod for less than an hour. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error.

Manufacturer narrative:
The external portion of the soft cannula was observed to be torn. No internal leaks were observed. It is unknown if the torn soft cannula is related to the reported communication error. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.